Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable pulse generator (ipg) was never implanted. The estimated longevity was too short for the customer. The ipg was replaced. No patient involvement was reported as a result of this event.